Event description:
It was reported that during a coronary stent procedure, the shaft separated at the wire exit port. The delivery/stent device became stuck on the wire during advancement. While attempting to remove the devliery/stent device from the wire, the shaft separated. The delivery device was removed without incident and another product was used to complete the procedure. No patient injuries or complications were reported.